Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's replaced cracked front enclosure, rear enclosure, oxygen blending module housing, base enclosure, universal porting block, top plate and handle. The device's software was uploaded. Device passed all testing and sent for dispatch.